Manufacturer narrative:
It was reported that during use the cs300 intra aortic balloon pump (iabp) blood appeared in the trachea at the inflation and exhaust ends of the safety disk. Investigation revealed that the hospital used an arrow balloon catheter, and the balloon was confirmed to have ruptured, causing blood to enter the machine. Whether it caused personal injury, the hospital has not yet provided. A getinge field service engineer (fse) replaced safety disk, condenser, exhaust pipe, exhaust valve group and polyurethane tube. The pneumatic test of iabp, the safety disk test and the drive valve group test were normal, but after the balloon was connected, the balloon could not be inflated or deflated, and was accompanied by an "automatic inflation failure" alarm. The relevant one support complaint number is: 627565. The equipment has not yet passed all the performance and safety indicator tests specified by the factory. The equipment has been delivered to the customer and is awaiting further maintenance. It is temporarily not available for clinical use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) blood appeared in the trachea at the inflation and exhaust ends of the safety disk. The hospital stopped using the device.